Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure & delivery system (wds) were selected for use. The patient was noted to be in atrial fibrillation during the procedure. The physician completed an atrial biopsy and administered isoproterenol. After confirming the absence of thrombus the procedure continued. The wds was deployed and showed approximately one-third protrusion. A tug test was completed, confirming the device had migrated proximally. Transesophageal echocardiography (tee) imaging revealed a two-thirds protrusion on the posterior side. Recapture was considered, but thrombus formation was observed within the device. The physician advised the risk for embolization was high. Despite not meeting the position portion of the position, anchor, size and seal (pass) criteria, the physician used their discretion and implanted the device after it met other aspects of the pass criteria. On a tee completed the next day, no device migration or leak was observed. The patient was scheduled to be discharged.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.